Event description:
The facility's biomedical engineering department reported an infusion pump that "let medication flow wide open" on channel b. The pt was reported to arrive to the emergency room (ER) in unstable, very critical condition with atrial fibrillation, heart rate of 140s-160s, and problems with blood pressure. The pt respiratory rate and oxygen saturation were reported to be poor. According to the ER nurse, a 100ml bag of cardizem with normal saline was started at approximately 10:50pm-11pm on channel b and an initial bolus was given. After the initial bolus was given, the patient's heart rate decreased to 80s-90s, which was the desired effect, and the pt did not require cardioversion. After the initial bolus, cardizem drip was started at a rate of 5ml/hr, dose 5mg/hr. The pt was then intubated due to the respiratory problems. At approximately 11:25pm, the pt was reported to become hypotensive and the cardizem drip was stopped. At that time, channel a was infusing maintenance fluids at a rate of 200ml/hr and a piggybank infusion of antibiotics was started at a rate of 250ml/hr (on channel a). Channel c was infusing neo-synephrine, which was being titrated to the patient's response. Neo-synephrine was started at a dose of 30mcg/min, rate of 90ml/hr. At approximately 12:25am, the patient's blood pressure came back up and the cardizem drip was restarted. Approximately 30mins later, the paramedics were getting the patient ready for transfer to another (bigger) hospital and asked for a new bag of cardizem. Reportedly, the existing bag was empty and all cardizem had infused while there should have been approximately 80ml left in the bag and should have lasted for approximately 24 hours. As a result, neo-synephrine infusion was increased to a rate of 120ml/hr, 40mcg/min. A new cardizem bag was not hung. According to the ER nurse, there was no change in the patient's status and the blood pressure remained in 110-120 systolic. There was no change in the patient's heart rate. The nurse reported no patient injury resulted but she believed it was because the patient was already on "supportive drip" (neo-synephrine). The patient continued with a poor saturation reportedly due to no function in the right lung. The pt was transferred to another hospital's intensive care unit in an intubated condition, where additional supportive drips were started for blood pressure. One of the drips was dopamine. The pt was then found to have massive tumor in their lung and was reported to be doing poorly. No additional information was available.